Event description:
At the office of (B)(6), on (B)(6) 2014, I underwent selective laser trabeculoplasty (slt) on my right eye. As far as I know, 360 degrees of coverage was done and each pulse delivered was 1 millijoule. About 100 pulses were applied if I remember correctly. More than a month after the procedure, I am still experiencing episodes and/or continuous discomfort. It was quite bad for the first 2 weeks but has been getting better. There are only now beginning to be days or 2-day intervals during which the eye feels normal; other times there is a dull pain and somewhat of a burning sensation as well.